Event description:
As reported by the user facility: infusion ran faster than it should have, pt experienced a "reaction" 5 min. Into taxol infusion. Details: taxol/1 hour, nurse entered in 273ml into the pump, and 1 hour (medication in a 250ml bag), 5 minutes into infusion, pt had "reaction" to drug, treated with benadryl and solucortef, infusion resumed and completed without adverse reaction at 273ml/hr. Pt and nurse both commented that the pumped sounded extra loud with clicking sound at start of infusion. Ref. MFR 9610825-2013-00155.